Event description:
I used complete moistureplus multipurpose solution and got an eye infection. I treated the infection with antibacterial medicine to treat the infection and prevent further damage. Dates of use: years. Diagnosis: contact solution. Event abated after use: yes. Event reappeared after reintroduction: no.